Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to arthrofibrosis after 1.3 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: five stability/poor joint, one device loosening, and one for a damaged locking mechanism. This is the first complaint for this lot number. The root cause was due to arthrofibrosis. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the pt had arthrofibrosis.